Event description:
A hospital in (B)(6) reported via our distributor that four rt212 adult breathing circuits failed the ventilator leak test on a servo ventilator. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The rt212 adult inspiratory heated breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: two rt212 adult breathing circuits from lot 130508 were returned to fisher & paykel healthcare in (B)(4) for evaluation. Both circuits were pressure tested for leak and were subsequently submerged in a water bath to identify the source of the leak. Results: the pressure test revealed that both of the returned rt212 adult breathing circuits exhibited leak and were out of specification. A water bath test identified the source of the leak to be between the water trap lid and bowl on both of the circuits. A lot check revealed no other complaints of this nature for lot 130508. Conclusion: the breathing circuit water trap consists of a bowl and a lid, which can be separated to allow the caregiver to empty the water trap. All breathing circuits are pressure tested for leaks during production and those that fail are rejected. This suggests any leak must have developed after the circuit was released for distribution most likely during transport, storage or use, possibly by distortion of the water trap when the bowl was connected. Our user instructions that accompany the rt212 adult inspiratory heated breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."